Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). User called into emergency support program (esp) line during intra aortic balloon therapy. User states that the alarm has been sounding every 10-15 minutes throughout the night, with no apparent issues in the helium tubing or kinks. The patient remains still and cooperative, ventilated with a peep of 5, and the insertion site is femoral. A review of an early morning chest film revealed the catheter tip has moved from the 3rd to the 5th intercostal space, suggesting this as the potential cause of the alarms. The esp personel recommended to contact the physician to relocate the catheter, with further troubleshooting offered if the issue persists. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting supportwith leak in iab circuit alarm that popped up continuosly the previous night. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.